Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, sepsis (sepsis) was deemed to meet the serious criteria of required intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00021 and 3013840437-2022-00022 referring to the same patient. This consumer report was received from a us lawyer and concerns a female patient. She was injected with coaptite, as an urethrolysis/extensive transvaginal urethrolysis (as reported), on (B)(6) 2016. The patient had significant complications. She has a neurogenic bladder with poor bladder contractility, urgency and urgent incontinence/ urinary incontinence. She had a prior sling procedure that resulted in urinary retention because there was a neuropathic dysfunction, with significant scoliosis and the right hand that was not usable for any fine manipulation. She was unable to do self-catheterization. After the coaptite injection, the patient experienced a recurrent urinary infection and sepsis, and complications of a mesh surgery, requiring removal for obstruction. As reported, she had post creation of a continent augmentation using an appendix with incontinence. As reported, the urethrolysis and also the sling procedure failed to maintain continence. Also because of the small bladder capacity and inability to urinate, it was decided to perform a cecum cystoplasty, with the appendix being the continent stoma. The cystoscopy showed no evidence of a stone or tumors in the bladder, but on an ultrasound and CT scan, there were multiple areas of prior coaptite injection that now calcified, grew in size, and were inside the urethral wall. The only solution to eliminate the source of infection and stones was a urethrectomy. Also, it was planned to repair the stoma, and if required, take a new segment of the bowel. As reported, she received a transvaginal excision of a urethrectomy, anterior vaginal wall reconstruction, creation of a left in situ martius flap, exploratory laparotomy, revision of continent stoma (appendix) with tapering and reposition and a plication of the ileocecal valve around the base of the appendix. The outcome of the events was unknown. Internal database correction performed on 17-feb-2022: device issue was deleted, as it was not reported that the device was damaged/defective, the device procode was amended and the initial narrative and medical assessment were updated. Follow-up information was received on 11-feb-2022: the patients pre/postoperative diagnosis was confirmed as recurrent urinary infections and sepsis, urinary incontinence, post creation of a continent augmentation using an appendix with incontinence, neurogenic bladder, with poor bladder contractility, complications of mesh surgery, requiring removal for obstruction and post partial sling (failed). The name of the operation was also confirmed as extensive transvaginal urethrolysis, transvaginal excision of a urethrectomy, anterior vaginal wall reconstruction, creation of a left in situ martius flap, exploratory laparotomy, revision of continent stoma (appendix), with tapering and reposition and plication of the ileocecal valve around the base of the appendix. The outcome of the events remained unchanged.